Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, it was able to be reproduced with isometrics. The cause of the noise was attributed to an insulation break. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. Setscrew mark on terminal pin at correct location. Trilumen insulation damaged (abrasion) through to rs- coils approximately 13 cm from terminal pin. Allegations (electrical and physical) were confirmed by observation of insulation damage most likely due to lead-on-can contact.